Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted. The insulin pump had a cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported that the keypad of the insulin pump was unresponsive and the device alarmed button error. The customer's blood glucose was 282 mg/dl. The customer stated that they had the device in their bra and the device got exposed to sweat. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.